Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis treatment and the adverse events which led to a transition to hemodialysis. Based on the provided information, there is currently no evidence against any fresenius product which led to the patient transition to hemodialysis therapy. There is a potential association between the transition and the report of the patient¿s failing peritoneal membrane and inadequate fluid removal. A temporal association between the reported adverse events and the patient¿s pd treatment remains. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. A simulated treatment was completed on the cycler with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was performed and the cycler was found to be within tolerance. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient was hospitalized for a fluid overload coincident with peritoneal dialysis therapy. The cause of the overload was reported to be due to the patient having incomplete ultrafiltration during peritoneal dialysis therapy. The patient had experienced negative ultrafiltration during their treatment two days prior to the fluid overload. The patient was hospitalized for the event with symptoms including shortness of breath and jugular vein distention. There was no reported iipv event prior to the overload. While in the hospital, the patient was unable to adequately drain via their pd catheter. The patient¿s catheter was removed, and the patient was transferred to hemodialysis. The patient received daily hemodialysis to recover from the event. Upon further analysis, the patient was reported to be suffering from peritoneal membrane failure. The patient recovered from the overload event and was discharged from the hospital after eleven days. The patient is continuing with in-center hemodialysis treatment. Additional information was requested but was unavailable.